Event description:
During pt's monthly remodulin consult. Pt reports that pump sn (B)(4) is "going crazy" and will not stop beeping. Pt states that he has tried to restart the pump multiple times without success. Pharmacy to replace pump, and pt is using backup. No other info available. Did the reported product fault occur while in use with a patient? Yes; did the product issue cause or contribute to pt or clinical injury? No. Is the actual device available to be returned for investigation? Yes. Did we (MFR) replace device? No. Reported to (B)(6) by pt/caregiver.